Event description:
It was reported that the patient's right ventricular (rv) lead exhibited variable threshold measurements during right ventricular automatic threshold testing. No intervention was performed. The patient had no reported consequences.